Event description:
The complainant reported that a 62-year old male patient on impella cp support had the pump caught on chordae tendineae and the position could not be changed. When the assistance level was raised, a suction alarm sounded and it was not possible to manage it well, so the impella cp was removed and a new pump was inserted. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. According to the clinical, during impella cp insertion the pump became caught in the chordae tendineae. Multiple attempts were made to reposition the pump without success. The most likely cause of the positioning issues was use related. To conform with updated procedures, section d6 has been revised with updated information.